Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulsetm catheter and the patient experienced a cerebral infarction. A patient was re-admitted with pins and needles on one side of his body. The patient underwent a varipulse procedure the day before. Patient had an urgent MRI scan and it confirmed that the patient suffered a small acute cerebral infarct (MRI found acute lacunar infarct with other punctate regions in the cortex). Cause unknown. The patient is okay generally but still experiencing symptoms of pins and needles. The patient was discharged the same day as his procedure and originally it was reported that the patient had no symptoms, however, then it was reported that the patient complained of numbness in his leg after the procedure which was put down to a dead leg, but could have been early symptoms on reflection. The procedure itself was uneventful apart from the anesthetist struggling for 20-30 mins to get radial arterial access. They also experienced a delay of 20-30 minutes at the patient's act was low at 256 so the procedure was paused whilst they struggled to get his act above 350 with lots of heparin. They eventually achieved an act above 350 and then continued with the procedure without further issues. The ablation phase following this was only 16 minutes. Twenty ablations were delivered so within recommendations and "odp". The physician delivered 2 closed loop ablations to the lupv prior to the act result, then stopped when discovered sub - therapeutic value. Patient metabolized heparin rapidly¿it took 23500 units of heparin to achieve act 350 s. There were no subsequent act checks during the procedure since the procedure lasted about 17-18 minutes once act was achieved. Physician also plans to do follow-up blood work to see if the pre-anticoagulation had been effective. Patient reported properly taking apixaban prior to the procedure. The procedure was done with ultrasound guidance for groin access and general anesthesia. Vizigo sheath was being irrigated. It was not thought to be a catheter issue. It was suggested by staff that likely a clot has dislodged from the left atrial appendage (laa) or potentially formed on the vp whilst static for 30 minutes in left upper pulmonary vein (lupv) with a subtherapeutic act. Relevant past medical history: long history of psaf, though had been having more paf symptoms more recently, was treated for their first ablation procedure. Patient has a chadsvasc score of 2-3. Has a medical history of diabetes, hypertension, low lvef (40% however lvef increased to 50% 1 day after the procedure). It was reported that no recent check for thrombus in the heart was done. Last clot check on this patient was 6 months ago via CT. Patient was also listed as a psaf but had spontaneously cardioverted to sr when he laid on the table. Additional information received. The patient's symptoms mostly resolved. No intervention was required / provided after re-admitting the patient. Patient has improved.